Event description:
From the call center: I am having pain from the battery pack area pressing against me, it's a shocking sensation. Feeling a shocking sensation in her abdomen area.patient called and mentioned that she was experiencing a shocking sensation from her device. She is planning on going to her surgeon to have the device turned off. The surgeon is dr. (B)(6) who is a part of springfield clinic peoria. Patient mentioned she has had multiple CT scans of her abdomen without the device turned off. I sent her the prescriber manual and referenced enterra medical's recommendations for patients who are planning on having a CT scan.